Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. Customer reported getting change sensor and sensor was expired 2 days early. The customer reported hyperglycemia treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: its going high and low all the time, no complaints about the pump system. Document treatment for high blood glucose: bolus using the pump, intravenous insulin infusion. The event involved product(s) mmt-7040a, mmt-1884, mmt-441a, mmt-342.troubleshooting was partially performed and customer was using the insulin pump system within 48 hours of the reported event hours and unknown whether the auto mode/smart guard feature was active at the time of the event. No further patient complications were reported. It¿s unknown whether the customer will continue using the insulin pump. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-441a. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case due to not meeting the regulatory reportability decision criteria. Hbg did not require t008/t009, treatment code updated from t003 to t004.